Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a worn and leaking wash syringe. The fse replaced the wash syringe to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case: (B)(4).

Event description:
The customer reported the generation of erroneous low patient results for multiple analytes, including glucose (glu), magnesium (mg), and direct bilirubin (dbil), on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The samples were repeated with results considered normal. Patient demographics were not provided. The customer provided examples of two (2) patient samples.